Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the system experienced a recoverable fault 32097 on the universal surgical manipulator (usm) 3. The caller stated when they press recover fault the error immediately returns. The caller stated they tried 2 power cycles before calling in and the error returned on power up. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and confirmed the 32097 on the usm 3, axes controller motor (acm). The isi tse walked the caller through a hard power cycle on the patient cart and the issue remained. The isi tse advised to hard power cycle again, disable usm 3 and use usms 1-2-4 to proceed, or get another patient cart from another davinci system if it's available. The surgeon made the decision to disable usm 3 and proceed using usm 1-2-4. The customer disabled usm 3 and the system homed, and they reinstalled instruments and are continuing with the case. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the system experienced a recoverable fault 32097 on the universal surgical manipulator (usm) 3, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse was able to replicate the reported issue. The fse replaced usm to resolve the issue. The system was tested and verified as ready for use. The usm has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the system experienced a recoverable fault 32097 on universal surgical manipulator (usm) 3, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) instrument was analyzed and issue was confirmed via remote fe and replicated in house. Unit was tested on and in-house system in normal mode where there was a triggered 319 error. Unit was also tested on a pftp where the fiber test failed for the rolling loop. A golden rolling loop fiber was installed and was able to pass fiber test on retry. Sensors check also failed for the yaw. Friction speed low failed for the insertion and insertion weighted test failed. As a fix, the rolling loop fiber assembly will be replaced. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.